Event description:
Leak at the cuff immediately after intubation.

Manufacturer narrative:
Description of complaint: leak at cuff immediately after intubation. Batch paperwork: batch and complaint records indicated no such problems with these order retain sample: retain samples tracheal and bronchial cuffs were inflated and immersed in alcohol and water- no leakage was detected. Cause: (I) lot 1997-04 6088 0 bronchial and tracheal cuffs of returned unit was inflated and immersed in alcohol and water - leakage was detected from tracheal cuff. Closer examination revealed 4-5mm v shaped slit on body of tracheal cuff parralled to main tube body. Microscopic examination revealed that slit was caused by "tearing" action. Single wall thickness of tracheal cuff was measured away from damaged area and was found to be within blueprint specifications. (Ii) lot 1997-04 5660 - bronchial and tracheal cuffs of returned unit was inflated and immersed in alcohol and water - leakage was detected from tracheal cuff. Closer examination revealed 7-8 mm v shaped slit on body of tracheal cuff parrallel to main tube body. Microscopic examination revealed that slit was caused by "tearing" action. Single wall thickness of tracheal cuff was measured away from damaged area and was found to be within blueprint specifications. Summary of analysis: quality: returned units did not cause injury to pt. Confirmed: reported problem was detected on examination of returned units. Non-justified: there is no evidence to suggest that reported problem occurred in house. Corrective action / comment: all our catheters undergo four hour inflat/deflate test prior to packing and it is at this point thay any defects are removed from order. Operators are aware of delicate nature of cuffs and handle product with great care throughout production process.